Event description:
Healthcare professional reported left side "deflation", "infection" and "capsular contracture, baker grade IV". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as surgical damage like. Capsular contracture: unable to observe as it is a medical event not related to the device. Infection (early onset): unable to observe as it is a medical event not related to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "infection and capsular contracture- baker grade IV" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, infection and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "deflation", "infection" and "capsular contracture, baker grade IV". Device has been explanted.